Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse was not able to duplicate the failure. However, the fse replaced the ECG lead (d012-00-01814-01) due to a faulty reading. The unit completed all tests and calibrations. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had issues with the augmentation.